Event description:
It was reported that fuse box burnt in arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the stressed connection was determined to be a failed connection. The connector / connection could not handle the current running through it. The device was evaluated and there was no fuse box installed on the device. Confirmed evidence of electrical overstress on the hot side connection between the power inlet module and the ac main voltage circuit card. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fuse box burnt in arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the stressed connection was determined to be a failed connection. The connector / connection could not handle the current running through it. The device was evaluated and there was no fuse box installed on the device. Confirmed evidence of electrical overstress on the hot side connection between the power inlet module and the ac main voltage circuit card. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f- the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fuse box burnt in arctic sun device.